Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Replaced test strips only due to improper storage. Complaint resolved by training during the time of the call. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(out of the original container in a zip lock bag). Note: customer called back on 6/10/2017 to say that he received the test strips, he is no longer getting error messages. Customer had some general questions about his medication, advised him to contact his doctor.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred once the test strip was inserted. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer felt well and did not report any symptoms. The customer stated that on (B)(6) 2017 he had been working on a car and had fainted. Customer stated paramedics had been called to his home and when they arrived his blood sugar was 33 mg/dl. Customer stated paramedics put in an IV to treat him and had him eat some food before they left his home. Customer stated no new medications were suggested by the paramedics. Customer stated he has scheduled an appointment with his doctor to follow up regarding the incident. During the call on (B)(6) 2017, the customer attempted to retest using a new test strip and the result obtained was e-3. The product is not stored according to specification; the customer stated he stores the strips in the bedroom but that he removed the strips from the original container and placed them into a zip lock bag. The test strip lot number was undisclosed; customer did not have vial for test strips as they had been removed and stored in a zip lock bag. The meter memory was not reviewed for previous test result history.